Event description:
It was reported that the tubing of a buretrol sol. Admin. Set was spilt into two pieces. Described as, 'the salt water line is broken'. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e1: initial reporter e-mail. H4: the lot was manufactured in october 2023. H11: the actual device and a photograph of the sample were received for evaluation. Visual inspection of the photo and sample identified a cut in the tube. The reported condition was verified. The cause of the condition was related to the packing machine during the sealing/manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.